Event description:
It was reported that during preparations for a ptca procedure the shaft of the liberte' monorail coronary stent delivery system broke during advancement into the guide catheter. The event occurred outside of the patient. The procedure was successfully completed with a different device. No patient injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8060875 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.